Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 4.1 had drawers not detected on the bus. A field service engineer opened the back of the main unit and observed that the lights appeared normal. The engineer powered down the pyxis station, opened drawer 4, and inspected it. The retractor bands on both drawers 4.1 and 4.2 were found to be worn and were replaced. After powering the station back on, the engineer logged into the hardware test application (hta) and opened drawer 4.1, which initially seemed to function correctly. A full test was run and passed until the very end, at which point drawer 4.1 was opened again and row b was found to be missing. The engineer powered down the station once more and replaced the drawer board. After restarting the pyxis station and allowing it to return to application mode for staff access, the engineer logged in and verified in storage space configuration that all pockets were visible. Escort staff logged in and successfully recovered the failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer cubie was not detected on bus, and it required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.